Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The valve also did not meet the requirements for reflux, pressure-flow and preimplantation testing. Proteinaceous debris was noted within the valve. The valve was returned at pl= 2.5. The instructions for use (IFU) that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance" and that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The IFU also indicates that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata nsc burr hole valve was found to be blocked intraoperatively. According to the report, there was no injury to the patient.